Manufacturer narrative:
For the first patient sample, a time frame of 23 minutes between the measurements was found. Per product labeling: "bilirubin sample collection: treat whole blood samples as light-sensitive samples: protect sample containers from light during transport. Avoid leaving sample containers in direct sunlight. Samples should be analyzed immediately after collection. Switch off photo therapy light before and during sampling from neonatal patients." Based on the provided information it is unknown whether the used sample container was light-protected and how the sample was stored. Further measurement results provided showed that the bilirubin values measured on the cobas b 221 <6> system serial number (B)(6) were always measured around 1.5 mg/dl higher than on serial number (B)(6). The manual quality control measurements for combitrol level 1 to 3 showed similar bilirubin values measured from (B)(6) 2022 to (B)(6) 2022; at the same time, the thb (total hemoglobin) quality control value was measured higher for serial number (B)(6) than on serial number (B)(6). This is related to the co-oximetry (coox) calibration with the hb calibrator. Per product labeling: "failure to follow coox calibration protocols may lead to incorrect patient results, which may endanger patient lives. Perform a coox calibration each time you adjust the cuvette and at least once every 3 months." It is unknown when the last coox calibration was performed on both analyzers. Based on the provided log files it was determined that all measurement results for bilirubin from (B)(6) 2022 to (B)(6) 2022 had stable values, at the same time the thb values were slightly increasing over time. This could be related to the coox cuvette performance. No calibration failures were detected. The high thb value of the alleged measurement indicated a sample with high amount of red blood cells or blood clots in the neonate´s sample. The bilirubin result will be corrected by the measured thb value and the theoretical mchc value which uses the thb and hct values. As the measured thb value is unknown and the hct value was not measured a plausibility check cannot be performed for both analyzers. A sample-related issue cannot be excluded. The investigation did not identify a product problem. The cause of the event could not be determined. The issue is consistent with inadequate coox calibration and sample handling.

Manufacturer narrative:
Na.

Event description:
The initial reporter stated they received questionable bilirubin results on a cobas b 221 <6> system. The customer provided an example of discrepant bilirubin results for one neonate patient. The sample initially resulted in a value of 21.6 mg/dl. The sample was repeated on a second analyzer resulting in a value of 15.5 mg/dl. The sample was then sent for measurement with a clinical chemistry method, resulting in a value close to 15 mg/dl. The questionable result was not reported outside of the laboratory. In the course of the investigation, the customer provided two additional patient sample results that generated discrepant bilirubin values when comparing the results obtained on the two cobas b 221 <6> systems. The second patient sample initially resulted in a value of 9.2 mg/dl and repeated as 7.6 mg/dl on the second analyzer. The third patient sample initially resulted in a value of 8.4 mg/dl and repeated as 6.8 mg/dl on the second analyzer. It was asked but it is unknown if a questionable result was reported outside of the laboratory. The bilirubin reagent lot number and expiration date were requested but not provided.